Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. Visual inspection: the device was returned used. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. Unraveled circumferential fibers were present 6.1cm from the distal tip. The unraveled fibers measured approximately 31.5cm in length. Peeled pebax was present approximately 4.5cm from the distal tip. Loose longitudinal fibers were present due to the unraveled circumferential fibers and peeled pebax. No other anomalies were observed along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon. Upon inflation, the balloon ruptured at 4atm. The balloon rupturing is an incidental finding, as it was not reported by the user and likely ruptured due to the unraveled fibers and peeled pebax. The rupture was located 3.4cm from the distal tip and extended longitudinally for 2.7cm. No further functional testing could be performed due to sample condition (i.e. Unraveled fibers and balloon rupture) medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for unraveled fibers and peeled pebax. The definitive root cause for the unraveled fibers and peeled pebax could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: to reduce the potential for stent or stent graft damage and/or vessel damage from the stent or stent graft, the diameter of the balloon should be no greater than the diameter of the stent or stent graft. Refer to the stent or stent graft IFU for safety information including the warnings, precautions and potential adverse effects regarding the use of balloon postdilatation. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Manufacturer narrative:
\The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that after the third inflation in the subclavian vein, the pta balloon catheter was removed from the patient and the balloon fibers were allegedly unraveled. There was no reported retraction difficulty through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as a device was not returned, no inspection could be performed. Functional/performance evaluation: as a device was not returned, no inspection could be performed. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the definitive root cause for the unraveled fibers could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The investigation is inconclusive, as the sample was not returned for evaluation. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned for evaluation.